Event description:
Additional information received reported the patient outcome as resolved without sequelae.

Event description:
It was reported that the patient experienced a urinary tract infection including general malaise, nausea, dizziness, generalized weakness, left neck pain and an inability to stay awake. Hemoglobin and hematocrit were below normal range. It was later reported the patient experienced increased burning with urination and increased frequency, urgency and incontinence. The patient associated severe abdominal pain with urination, and tenderness. Residual urine was found with catheterization. It was noted that the patient had been changing device programming weekly without relief. It was noted that a urine culture was negative. The patient was given pyridium and oxybutynin and was advised not to change the current interstim settings. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v621113, implanted: (B)(6) 2011. Product type: lead. (B)(4).